Manufacturer narrative:
Conclusion: a device history record review could not be performed as the serial number was not provided. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. It was reported that approximately three years following the valve implant, the patient presented with aortic valve dysfunction. An aortic valve dysfunction of a transcatheter aortic valve replacement (tavr) approximately three years post implant can be related to structural or non-structural dysfunction; in this case, the subject valve was not returned for evaluation. A valve dysfunction after three years is highly dependent on patient factors and disease stage. In this case, images were provided of what appears to be the two valves after the valves were explanted. Per the reviewed images, it also appears that the valves had tissue attached to the outflow region of the frame and on the inflow skirt. The condition of the leaflets and commissures cannot be determined from the images. Based on the available images for review, the aortic valve dysfunction reported most likely can be attributed to the host tissue (pannus) overgrowth. Tissue overgrowth could lead to insufficient effective orifice area and/or immobile leaflet and compromised forward flow. The explanted valves have not been returned to medtronic for product analysis. The tissue noted by the physician on the valve at explant was not able to be confirmed through analysis to be pannus. A conclusive determination on whether the leaflet experienced decreased or restricted movement could not be reached. Tissue (pannus) overgrowth has been an inherent risk of valve replacement and the presence and rate of formation are largely dependent on patient conditions. Per the instructions for use (IFU), these effects are known failure modes for bioprosthetic valves. With the limited information provided, and no device returned for evaluation, we are unable to conclusively determine the cause for this report. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: other relevant device(s) are: product ID: e volutpro-23, serial/lot #: unknown. Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via social media that following the implant of this transcatheter bioprosthetic valve, a second valve was implanted for an unknown reason. Approximately three years following the second valve implant, the patient presented with aortic valve dysfunction and iatrogenic ventricular septal defect (vsd). The valves were surgically replaced on-bypass pump with a consecutive left internal mammary artery (lima) to left anterior descending coronary artery (lad) bypass. No additional adverse patient effects were reported.